Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was turned in two sections. Examination revealed that the lead body was cut from the connector pin. The damage found is consistent with that occurring at the time of surgical procedure. X-ray revealed over torque to the distal coil. Physical destructive analysis revealed blood throughout the distal coil. After ultrasonic cleaning, the helix extends and retracts normally. The measurements of the helix extension length meet the product specification.

Event description:
The patient presented to the ER complaining of diaphragmatic stimulation. A chest x-ray confirmed lead dislodgement. The lead was explanted.